Event description:
It was reported by the customer that a pyxis medstation es system new medication orders not crossing from cerner to pyxis. The customer reported that due to this malfunction impacted patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h4, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were some stations that were not able to resolve to the server's name, which might have indicated a network issue. A technical support specialist stated that the issue was self-resolved. The system functioned as intended after the field service engineer investigated the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower new medication orders not crossing from cerner to pyxis. The customer reported that due to this malfunction impacted patient care. There were no adverse events or injuries reported based on this event.